Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter was received for evaluation. Visual, microscopic, tactile and fuctional evaluations were performed. A partial circumferential break was noted approximately 8.7cm from the distal end of the cath lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round/smooth throughout both regions. Splits were noted on the border of both regions. The investigation is confirmed for the reported catheter fracture and unconfirmed for the reported deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure the catheter allegedly kinked and rupture noted in the central portion. Catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using the powerport m.r.I. Isp. It was reported that post the procedure the catheter allegedly kinked. The catheter was removed. There was no reported patient injury.